Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.  Several of the ise electrodes were being used past their shelf life. On the day of the event, the calibration for the sodium had an "out of range flag".

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect gen.2 sodium results from the cobas integra 400 plus analyzer. The samples were repeated on (B)(6) 2021 in another laboratory. Patient (B)(6) initial result was 134 mmol/l and the repeat result was 142 mmol/l. On (B)(6) 2021, patient (B)(6) initial result was 131 mmol/l and the repeat result was 140 mmol/l. Patient (B)(6) initial result was 134 mmol/l and the repeat result was 144 mmol/l. Patient (B)(6) initial result was 132 mmol/l and the repeat result was 138 mmol/l. The questionable results were not reported outside of the laboratory. The electrode lot number was 21503247. The expiration date was requested but was not provided.